Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for vtach for one patient on a g9 monitor / bsm-1700. The customer stated the alarm history showed the device did not alarm. He confirmed there was a vtach event in arrhythmia recall. The log files were reviewed to see if the cns alarmed for vtach for a patient, occurring on (B)(6) 2024 at 5:20pm. Unfortunately, the logs that would indicate if the cns sounded an alarm and the alarm indicator lit up were no longer there for this event. These logs only go back to (B)(6) 2024 at 8:49pm. The customer will need to pull logs sooner to ensure the entries are not lost from the logs. No patient harm was reported. Investigation summary: the log files were reviewed to see if the cns alarmed for vtach for a patient, occurring on (B)(6) 2024 at 5:20pm. Unfortunately, the logs that would indicate if the cns sounded an alarm and the alarm indicator lit up were no longer there for this event. These logs only go back to (B)(6) 2024 at 8:49pm. The customer will need to pull logs sooner to ensure the entries are not lost from the logs. The customer was advised to provide printouts so they could be reviewed by clinical staff to determine if an alarm should have been triggered. However, the customer did not provide any further information after multiple follow-up attempts. The root cause could not be determined. It is likely that the alarm was silenced. A serial number review of the reported device does not reveal additional related complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2024 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: g9 monitor: model #: cu-192ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni bsm: model #: bsm-1700 serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for vtach for one patient on a g9 monitor / bsm-1700. The customer stated the alarm history showed the device did not alarm. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for vtach for one patient on a g9 monitor / bsm-1700. The customer stated the alarm history showed the unit did not alarm. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) did not alarm for vtach for one patient on a g9 monitor / bsm-1700. The customer stated the alarm history showed the unit did not alarm. He confirmed there was a vtach event in arrhythmia recall. The log files were reviewed to see if the cns alarmed for vtach for a patient, occurring on (B)(6) 2024 at 5:20pm. Unfortunately, the logs that would indicate if the cns sounded an alarm and the alarm indicator lit up were no longer there for this event. These logs only go back to (B)(6) 2024 at 8:49pm. The customer will need to pull logs sooner to ensure the entries are not lost from the logs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 g9 monitor: model #: cu-192ra serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: ni. Bsm: model #: bsm-1700 serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: ni.